Event description:
The customer reported that the display went black and device went to vent inop while in use. Patient involvement is currently unknown.

Manufacturer narrative:
Conclusion/ root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported that the display went black and device went to vent inop while in use. No patient harm was reported.

Event description:
The customer reported that the display went black and device went to vent inop while in use. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.